Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in bacterial peritonitis and subsequently passed away. The cause of the peritonitis was further described as being related to the caregiver's technique which changed after switching from using hytrel connectors to camex connectors. The patient was hospitalized for the peritonitis event. On the same day as the hospitalization, the patient was treated with injection cefazolin (1gm, intravenously (IV) and intraperitoneally (ip), frequency not reported) and ceftazidime (1gm, IV and ip, frequency not reported) for peritonitis. Six days later, the patient received injection gentamycin (80mg, ip, frequency was not reported) and cefazolin (ip, dose and frequency were not reported) for peritonitis. On an unreported date, the patient died. The cause of the death was reported as peritonitis. It was not reported if an autopsy was performed. No additional information is available.